Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the ipg turns off by itself when the pt uses a breathing machine at night. The pt reported that her ipg has not shut itself off at night when she does not use the machine. No further pt complications were reported.